Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from the patient line connector. The leak was discovered during the draining phase of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.